Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is cracked. Contact states that the pump screen cracked about 3 months ago, but did not know how it became damaged. The pump was functioning; however, the customer went off the pump so that the crack did not get worse. The customer has been on insulin pens since. Contact cannot locate the pump right now to remove the screen protector to verify if it is a screen issue or scratched screen protector. There was no impact to the customer¿s blood glucose. Reportedly, the customer would continue use of the manual injections for alternate insulin therapy.